Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned. However, a video of accessory components with the packaging tray was provided by the facility. In the video, there was a kink observed at the blood inlet hole of the arteriotomy locator. No other visual anomalies were noted with the accessory components. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted explanted date: device was not explanted (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath dilator was kinked when the packaging was opened. A new angio-seal device was used to complete the operation. The patient was reported to be in stable condition. Additional information was received on may 23, 2019. The procedure was a complete coronary stenting. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. Hemostasis was achieved by the second angio-seal device.